Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was measured at 4.75 r/min, within the state specification during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system exceeded the state regulations for maximum output of 5.0 r/min or below. There were no pt injuries reported.